Event description:
Pt reported a port removal and replacement because the tubing port came loose, separated and was scrapping her stomach. An MRI was performed to confirm this event prior to the surgery. It is unk if the device will be returned. Further f/u was conducted with the health professional who explained that a kidney, ureters, and bladder x-ray (kub) and not an MRI that showed that the "tubing dislodged" and was "fractured" near the "metal" connector. An MRI was not done.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number, model number, and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."